Manufacturer narrative:
Follow-up #1: date of submission 05/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/02/2016 with the following findings: the bb shows an unexplained loss of prime event on 2016-03-27 15:59; deliveries resumed 2016-03-28 14:19. The last basal delivery and the last bolus delivery were on 2016-04-01. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. The piston cap is missing and the piston is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 566mg/dl with blurred vision, symptoms of dehydration, chest pain, polyuria, and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.